Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 51-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the plasma free hemoglobin results were 50 and 70. No other results noted. There were no other signs of hemolysis. The urine was clear and flows were unaffected. Impella position was optimal. Six days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.8l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Corrected information were provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned, and an evaluation/analysis was unable to be performed. Device history record review was completed and revealed the pump passed all the post sterile inspection checks. The cause(s) of the reported hemolysis, mechanical interaction with blood was not established as no product or logs were returned for analysis and limited clinical information was provided h6 component code and investigation type, findings and conclusion codes were updated based on the completed investigation. Correction. D4 catalog log number and d4 serial number were updated accordingly.